Event description:
A customer reported biased control results using the total b-hcg assay after calibration. No patient results were reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.